Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The peritonitis was manifested by abdominal pain. The cause of the recurrent peritonitis event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1 g, intravenously, 2 doses, frequency was not reported) for recurrent peritonitis. On an unreported date, the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis therapy. The patient was recovered from the peritonitis event in the month following onset. No additional information is available.